Manufacturer narrative:
The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation, therefore omsc could not investigate the subject device. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, based on the information from sorc, there was the possibility that the reported phenomenon was attributed to something other than the subject device, or the user handling. If additional information becomes available, this report will be supplemented.

Event description:
Olympus service operation repair center (sorc) was informed from the user facility that in unspecified timing, the forceps elevator of the subject device could not be moved even though the user had operated to move the forceps elevator. There was no report of patient injury associated with this event. The user facility did not provide other detailed information. Sorc checked the subject device and found that the reported phenomenon was not duplicated, but found that the forceps elevator of the subject device could not be moved smoothly.